Event description:
It was reported the patient had a loss of therapeutic effect and they were not getting stimulation since the morning prior to report. The patient had turned their stimulation all the way up to 10 volts and they got a little stimulation at first and then it went away. It was noted the patient had been waiting to get it fixed and they couldn¿t check it themselves because they couldn¿t see the box. The patient had also tried lowering the amplitude and turning it off but this did not solve the problem. It was stated the patient was getting no stimulation sensation. It was later reported the patient stated they had done something wrong or pulled something loose. It was stated the patient thought they pulled the leads loose the day prior to report and their healthcare provider told them to change sides. It was noted that prior to the day before report the patient felt stimulation in their vagina and couldn¿t turn their stimulation about 2 volts. It was reported that since the day before report the patient had stimulation up to ¿above 10¿ and still could not feel it. It was noted the patient was assisted with changing sides and their stimulation was increased to 2.5 volts and 4 volts and the patient could not feel it. Reportedly, the patient was at 10 and could barely feel stimulation. Then the patient stated they were actually at 6 volts and could feel stimulation pretty good but they were feeling it in their right butt cheek nowhere near their rectum or vagina. Additional information stated the patient indicated their bandage on their back was coming off and everything was coming loose. The patient stated they couldn¿t feel stimulation unless they pushed the wire against their back. It was noted the patient¿s husband taped it back for them the day prior to report. Additional information from the healthcare provider stated the cause of the event was unknown. It was stated there were no abnormal impedance measurements and no interventions taken. It was noted it was a test phase and the patient had no stimulation during the time of event. The patient had two test leads implanted and one lead was suspected to have been dislodged or migrated. It was reported the patient switched to the other lead during the test phase and had a successful trial. It was stated there was no hospitalization required and the patient¿s outcome was reported as no injury.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot# unknown, product type lead. (B)(4).